Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered. Device evaluation of monitor sn (B)(4) and has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the monitor, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon further evaluation, the driven ground relay had failed. The cause of the driven ground relay failure is an open r781 resistor. The root cause of the open resistor cannot be positively identified but is consistent with resuscitation efforts. The open resistor did not cause or contribute to the patient's death as the device was fully functional and able to deliver a full 150j shock during vf.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the hospital at the time of the event and was found in the bathroom. Review of the download data indicates that the patient received one 150j shock during ventricular fibrillation. The post-shock rhythm was a one second conversion followed by 18 seconds of asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm then entered bradycardia at 15 bpm. A second arrhythmia was detected approximately eight minutes after the first shock. The patient's ECG showed vt at 170 bpm with motion artifact and possible CPR artifact. The detection lasted only 14 seconds before a non-treatable rhythm was detected and noise was found on the ECG. The electrode belt was then disconnected and the device was shutdown.